Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had the recharge speed set to 2. Patient services (pss) helped them change it to 4 and that resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Rep is in clinic today and reports that the patient has previously had a controller replaced, a li battery replaced, as well as multiple rtms replaced, however pt is still having difficulty recharging, in that their recharge diary states "excellent" coupling, however it is taking them 3 hours to recharge. Rep reports all other parameters look normal, ins is no more than 3 cm deep, impedances are normal, recharge interval is 6 days and pt is programmed on contacts without impedances. Caller reports when patient is charging, they see recharging needs attention, patient would check charging status, and would see excellent coupling. Additional information was received from the patient and rep. They reported that patient indicated they are taking hours to charge their implant 3-3.4 hours with excellent coupling. Caller reports when patient is charging, she sees recharging needs attention, patient would check her charging status, she would see excellent coupling. Caller reports patient would see this about 3-4 times: recharging needs attention. Caller reports recharging diary shows patient is taking 3-3.4 hours to charge with excellent coupling. Caller reports this has been occurring for months. Caller reports patient has called in to have all external equipment replaced: recharger, li ion, controller and controller charging cord. Caller reports patient's ins pocket site is not deep nor tilted. Impedance and lead connectivity check all within normal limits. Caller called back for further discussion of case. Pt and spouse very angry about long recharging time for ins. Caller was texting with pt during the call and pt confirmed their recharge speed is at 4 and pt says they wake up controller "occasionally" during ins recharging. Caller is arranging time to meet with pt to pull file. Rep called tech initially, rep was with the patient and asked how long it had been happening and they told me "months and months" and to look at the first time they called patient services (pss). No falls or trauma. Rep asked about weight and they said no recent changes in weight and the ins is very stable in the pocket. The main tablet we use at that account is the one that crashed and I had to send back in for replacement. If they can get anything off of it they can look there, otherwise there is another tablet at that account. A different rep will be there this afternoon and can have them check. The manufacturer files have been sent on to engineering. June 1: zoom call including patient. Reviewed history of issue and troubleshooting done so far. Reviewed that so far, file didn't have any clear root cause for long recharge duration but that one error message was being looked into to see if it was related to recharge duration. Confirmed that pt is using the new recharger telemetry module (rtm) that they were sent. Ins charge level low today in red zone, recharging showing excellent quality. Went thru steps to use disable device feature and this was done successfully. Technical services (tss) reviewed having pt track charging duration going forward to see if pt notices a difference and that we will keep working on investigation on our side. File shows patient's recharge speed being set to "2" not 4 as the patient indicated. Sent email to have patient check the active value for recharge speed on their controller. Rep asked to make an outbound call to the pt to check on the recharging speed. Reached out the patient and had pt use the controller on the call. Controller showed recharging speed was set up on 2. Instructed pt to select 4 and try charging today. On the call controller was at 100% and ins was at 60%, recharging quality was excellent. Instructed pt to track how long it will take to charge from 60% to 100% now that pt switched to speed 4. Reviewed recharging speed will affect the charging duration. Pt said they wanted the answer why the controller depleted from 100% and ins got to only 30%. Reviewed due to long charging times the controller depletes before pt could finish charging. Pt did not agree and said it was not like that before and did not start happening after the rep changed settings, this was a new experience. Pt mentioned the rep altered the speed a while back so that the charge would last longer as part of troubleshooting because the charge was not lasting more than a few days. June 6: had conference call with patient. Pt has done 1 recharge session since changing recharge speed from "2" to "4" and pt indicates they spent over 2 hours to charge the ins from 50 to 70% yesterday. The pt also says that their controller charge went from over 50% charge to being depleted during this recharge session and the recharge quality was excellent. Pt committed to doing 2 more recharge sessions before meeting with rep at an appointment. At that time, we'll look at recharge stats again and pull another file for review. Rep is meeting with pt early june. Tss reviewed background of case with caller. Tss reviewed having caller try to do some recharging with pt so we can confirm that long recharge duration is still an issue, create a file and then send in both the manufacturer and session files to manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.